Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an external fluid leakage was noted when coupling the hose to the filter of a prismaflex st150 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection of the set showed that there was a crack in the blood header port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.